Event description:
It was reported, that the cutting balloon became stuck in the lesion and a blade was separated. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk (lmt). A 1.5mm rotapro was applied to the lmt and then increased to size 2.0mm. The set rotation speed and actual speed was at 190,000 and was ablated twice. Normal cutting method was used, during insertion. However, it was noted, that the rota burr got stuck in the lesion. The advancer section was separated and inserted with a usual wire. And then the stuck burr was completely removed from the patient with a guide extension. After release, a 1.75mm rotapro was used to perform atherectomy. A 10mmx3.50mm wolverine cutting balloon was then selected for use. The lesion was reached and inflation was performed. However, after deflation, it became stuck in the lesion. After forceful removal, the blade of the wolverine was rolled up and removed. The procedure was completed with a different device. There was no patient injury. And the patient was in good condition after the procedure.

Event description:
It was reported that the cutting balloon became stuck in the lesion and a blade was separated. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk (lmt). A 1.5mm rotapro was applied to the lmt and then increased to size 2.0mm. The set rotation speed and actual speed was at 190,000 and was ablated twice. Normal cutting method was used during insertion. However, it was noted that the rota burr got stuck in the lesion. The advancer section was separated and inserted with a usual wire, and then the stuck burr was completely removed from the patient with a guide extension. After release, a 1.75mm rotapro was used to perform atherectomy. A 10mmx3.50mm wolverine cutting balloon was then selected for use. The lesion was reached, and inflation was performed, however, after deflation, it became stuck in the lesion. After forceful removal, the blade of the wolverine was rolled up and removed. The procedure was completed with a different device. There was no patient injury and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break with the manifold not returned. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. The hub/manifold was not returned for analysis. Microscopic analysis of the balloon cones revealed no issues. A microscopic examination of the blade segments identified 1 blade and pad were returned lifted. All other blades and pads were intact. The bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.